Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the stack bearing screw from the nose tube had come out due to the loctite failing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during evaluation of the short attachment device, it was determined that the stack bearing screw from the nose tube had come out. It was further determined that the device failed pretest for visual assessment. It was noted in the service order that the bearing of the device was loose, and the device would not lock. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.